Event description:
There are a total of 5 exactamix 500 ml eva containers that were found to be leaking in the middle port. All 5 were found before any patient interaction by a pharmacy technician. They are all with the same lot number and same expiration date and are available to send for further evaluation.